Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. Clinical reason for patient did not like toric lens. The iol was exchanged for advanced technology intraocular lenses (atiol) model company lens 01 month 25 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in h.11.additional information was provided in h.3., h.6. And h.11.the product was returned for analysis. Intraocular lens (iol) returned in a sample container. Solution is dried on the iol. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria.the manufacturer internal reference number is: (B)(4).